Event description:
Rptr has a silicone support group and has spoken to national women's health network in washington d.c. She states that too many women have a swelling of the upper abdomen. These are beautiful models who were always thin. Rptr has already ruled out ascites; liver problems. People ask them when are they going to have a baby. These women don't fit into their clothes, are deperessed and want someone who can explain what is going on. Rptr has already talked to pathologists and immunologists. She is 90 % sure it is silicone rtelated. Rptr also found an abstract concerning this problem in: plastic reconstructive surgery 1994 jun 93 (7):1527-8; 1994 jul 94 (1): 215. "Adapting established techniques utilized in suction-assisted lipectomy, operative endoscopy, and tissue expansion with inflatable saline implants." Brast augmentation is possible through an umbilical incision. Pts have reported less chest discomfort and some visible temporary upper abdominal swelling. The long-term follow-up is currently being monitored.